Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted when the device was plugged into ac power. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2015-02936 was previously reported with the date of 08/14/2015 which is incorrect. The correct date is 08/17/2015.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that the internal battery was depleted when the device was plugged into ac power. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and oxygen blending module board were replaced to address the issues.